Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd q-syte¿ micro bore extension sets had issues with blood leakage during use. The following information was provided by the initial reporter, translated from (B)(6) to english: the head nurse of the pediatric department reported that the nurses in the department frequently found blood leaks at the connection between the needleless infusion connector and the extension tube during the indwelling needle infusion operation from (B)(6) 2020 to (B)(6) 2021. The patient¿s family members expressed dissatisfaction with the leakage, which caused the need to be replaced again, and even occupational exposure occurred.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 0119963, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed a q-stye with an extension line attached at the male connection. Then, a syringe was attached to the female luer end of the q-syte and clear fluid was being flushed through the q-syte and extension line. It was clearly evident that the device was leaking at the area of the connection of the q-syte to extension line. It was determined that the connection between the q-syte and extension line could have been compromised but the view of the threads was limited and it could not be determined if there was any damage to the threads. Based off the provided video the engineer was able to verify the reported defect. Unfortunately, there wasn't enough evidence in the provided video to determine a definitive root cause. H3 other text : see h.10.

Event description:
It was reported that 100 bd q-syte¿ micro bore extension sets had issues with blood leakage during use. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the pediatric department reported that the nurses in the department frequently found blood leaks at the connection between the needleless infusion connector and the extension tube during the indwelling needle infusion operation from december 2020 to february 2021. The patient¿s family members expressed dissatisfaction with the leakage, which caused the need to be replaced again, and even occupational exposure occurred.